Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient experienced discomfort when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patient experienced discomfort when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed and visual examination revealed normal characteristics. However, the impedance on electrode a5 measured 0 ohm, and the ate functional test could not be performed due to a low impedance on this channel. The impedance measurement module within the asic was damaged, and is typically caused by device exposure to electrocautery. With all the available information, boston scientific concludes that the reported event of patient discomfort during charging could not be confirmed. The reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.